Event description:
The patient originally had a patella femoral replacement (pfr) with zimmer products that failed and were revised to a tkr on (B)(6) 2011. The original zimmer polyethylene patella was well fixed to the patient's bone and worked well with the omni femur, so the surgeon left the zimmer patella implanted. In 2012, the patient came to the surgeon with pain and possible instability. The surgical plan on (B)(6) 2013 was for a polyethylene tibial insert exchange to address a blown pcl (change from congruent to ultra tibial insert). During surgery, the surgeon noted that the zimmer patella was broken. The surgeon removed the zimmer patella and replaced it with an omni patella. The pcl was still good but the knee was a little lax, so the omni 3x10 congruent tibial insert was removed and replaced with an omni 3x11 congruent tibial insert. Initial surgery was on (B)(6) 2011 and revision surgery was on (B)(6) 2013.

Manufacturer narrative:
The implants were not returned for examination; therefore, omni could not confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing lot records was performed. All implant lot records of explanted omni product were reviewed and there were no deviations reported. Based on the information provided, the revision surgery was required due to the failure of a non-omni product implanted in the patient, and there was no indication from the surgeon that there was an issue with any of the omni implants.